Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis:visual and optical examination identified deformation on the top face of the implant and stripped inserter thre ads, consistent with significant impact during attempted implantation.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion procedure at l2/3/4/5 levels, for the treatment of spinal canal stenosis. During surgery, cage implantation was attempted with the inserter, but was unsuccessfully done due to a lack of sufficient disc space. Reportedly, the doctor decided to remove the cage to make the space larger through additional curettage. Upon trying removal, the cage disconnected from the inserter. The doctor removed the cage using the clamp owned by the hospital, and attempted to attach the cage to the inserter again, but the cage couldn't be held by the inserter, because the threaded part of the cage was collapsed. Consequently, implantation was successfully completed using another cage of same size attached to the inserter. The disc space at issue was l2/3. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.